Manufacturer narrative:
Results - a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent implant was returned with no blood or contrast visible. The stent implant was returned on the stylet with the orange protective sheath. The fifth and sixth row at the proximal end was crushed. There was no other damage noted to the stent implant. The sds was not returned. A laser micrometer was used to measure the outer diameter of the stent implant. The distal outer diameter of the stent implant met manufacturing criteria. The middle and proximal outer diameter of the stent implant did not meet the manufacturing criteria. Pin gauges were used to measure the inner diameter of the orange protective sheath and met manufacturing criteria. Product performance engineering reviewed the incident information and results of the returned stent implant, protective sheath and stylet. The analysis is consistent with the reported complaint of stent dislodgement outside the body. The sds of the pertinent rx vision was not returned; hence it was not possible to ascertain that the stent implant was originally crimped onto the balloon during manufacturing. However, it should be noted that all sds are 100% visually inspected online for stent placement/security, stent damage and dimensionally inspected to verify the crimped stent outer diameters. The stent was returned inside the protective sheath, and the fifth and sixth row strut was noted crushed. It is possible that this was either related to the dislodgement or was caused during handling after the reported dislodgement. It cannot be determined whether a crushed strut existed as manufactured, or if the simultaneous removal of the mandrel and protective sheath contributed to the damage, or if handling of the stent afterwards leads to unintended damage. The oversized outer diameters (proximal and middle) of the stent implant suggest that the stent expanded during travel over the sds as expected. The returned protective sheath inner diameter was measured and is within specification. Factors other than manufacturing causes that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, or forced sheath removal. Based on the incident information and results of the analysis of the returned parts, a conclusive root cause for the reported complaint cannot be determined. However, there is no indication that materials or workmanship caused the dislodgement. A review of the lot history record did not indicate any nonconforming material reports. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that when the protective sheath and the mandrel were removed, it was noted the stent was not mounted on the rx vision stent delivery system (sds) balloon. The stent was found inside the protective sheath. Reportedly, there was no patient involvement. No additional event or patient information is available.